Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of the atrial activity, causing a false recording for non-sustained ventricular tachycardia. Upon x-ray examination, it was confirmed that this lead was dislodged. The physician decided to explant and replace this lead and during the revision, significant lead body twisting was observed which was indicative of twiddler's syndrome. This lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observations. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of the atrial activity, causing a false recording for non-sustained ventricular tachycardia. Upon x-ray examination, it was confirmed that this lead was dislodged. The physician decided to explant and replace this lead and during the revision, significant lead body twisting was observed which was indicative of twiddler's syndrome. This lead was returned. No additional adverse patient effects were reported.